Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels between 45-50 for three weeks. Reportedly, the customer thinks the pump is responsible for their low bg levels. Glucose tablets were consumed to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: pump logs recorded low bg levels on two days (B)(6) 2016. Basal rate was adjusted randomly from 0 u/hr to 2.1 u/hr. Basal rate stayed at 2.1 u/hr on (B)(6) 2016, and was not adjusted all day. User made bolus request without entering current bg level and still having insulin on board (iob) an hour and a half before low bg level was entered on (B)(6) 2016. Cartridge change sequence completed was on (B)(6) 2016. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered and could cause bg levels to drop. Making bolus requests without entering current bg levels could lead to a low bg event. User may need to consult with hcp regarding basal rate settings. There is no evidence of a pump failure.